Event description:
It was reported that the tip detachment and retrieved device component occurred. The drainage catheter was attached to the patient's kidneys. A 8/25 flexima apdl was selected for use. The flexima apdl catheter was advanced over the wire. The catheter was meeting resistance in the retroperitoneal soft tissues and the tip was telescoping. The physician pulled the catheter back and noticed that the clear tapered piece at the tip was missing. This piece was seen on the catheter while it was loaded on the wire. It was concluded that the piece somehow detached from the catheter inside the patient. The detached catheter tip could not be located within the patient. Consequently, the physician dissected the soft tissues in attempt to located the detached tip. Locating the detached tip was unsuccessful. It was noted that the detached catheter tip was still on the wire about 4-5 cm deep to the skin and the physician believes this likely pushed the part through the kidney and into the collecting system. The procedure was completed with a non boston scientific device. No further patient complications were reported.